Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, when the nurse attempted to turn on a penumbra system aspiration pump max 220 (pump max), the pump max did not turn on. The pump max¿s electrical plug was loose and did not have connection. The damage was found prior to use and therefore, the pump max was not used during the procedure. The procedure was completed using manual aspiration with a syringe and stent retriever.

Manufacturer narrative:
Correction to section: reuse. The power inlet was loose. A power connector was disconnected on the back of the power inlet. Evaluation of the returned pump max revealed it was unable to power on and the power inlet was loose. If the pump is dropped or the cord is forcefully bumped while plugged in, the power inlet may become loose. If the power cord is repeatedly manipulated or attempted to be removed from a loose power inlet, it may pull the power inlet from the housing detaching a power connector. If the power connectors become disconnected the pump will not power on. Penumbra pumps are visually inspected and 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Serial #: (B)(4). Product code (nry), common device name (nry). Date received: 5/17/2018. 501(k): k160449.